Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an improper introducer sheath split is confirmed and was determined to be manufacturing related. One 4.5 fr introducer sheath was returned for evaluation. An initial visual observation showed the introducer sheath was split. The hub of the introducer was observed to have an uneven break surface and the material of the hub at the break site was observed to be lighter in color. A microscopic observation revealed a split in the introducer sheath near its proximal end within the hub. The fracture surface of the hub was observed to be plastically deformed and granular in texture. The characteristics of the break suggest the introducer sheath broke and peeled improperly, most-likely due to an abnormality in the manufacturing of the sample. Manufacturer evaluation: the complaint for ¿the sheath's t-handle did not break¿ is confirmed. This part was an excess of resin produced during the molding process. The cause of this is manufacturing related. Bas is working with the manufacturer to prevent recurrence of this event.

Event description:
It was reported that the sheath's t-handle did not break and that the catheter ended being bent in the process. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaz0307 showed no other similar product complaint(s) from this lot number. Device not returned, at this time

Event description:
It was reported that the sheath's t-handle did not break and that the catheter ended being bent in the process. No patient injury was reported.